Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The connector of the lead was extrinsically bent. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead could not be advanced when it reached the superior vena cava. It was also reported, there was resistance when retracting the lead. After explanted the rv lead, it was observed that the lead tip was exposed outside the lead. No patient complications have been reported as a result of this event.